Event description:
It was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. Customer's blood glucose level was 125-132 mg/dl. Reportedly, the issues resolved and the customer successfully filled the cartridges.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.